Manufacturer narrative:
Tech found that the foot section brakes were not engaging. Replaced brake/steer mechanisms with brake/steer upgrade and parts to resolve this issue. Bed located outside ed.

Event description:
Complaint received that the foot section brakes were not engaging.